Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm the main arm can't communicate with the motor arm, history pointer failed alarm, software error detected and trace pointers are invalid. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No history pointers failed error or trace pointers are invalid error alarm was noted during testing. However, motor arm communication error alarm and software error detected alarm was found at the pump history files due to a software anomaly. The insulin pump had minor scratched display window and case.